Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 05/13/2019. Device evaluation: the returned sample was received in a plastic bag on may 13, 2019. The lens was received cut in half. The condition observed is consistent with a lens that has been explanted. The reported issue of unexpected postop refraction could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown; not provided. Best estimate is between (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to poor intermediate vision. The lens was replaced with a model zkb00, 21.0 diopter lens and the patient is now, one day and one week post-op, much happier. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.